Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. DHR review was completed for the lot in question and all the devices fulfilled all requirements prior to release.

Event description:
A bradycardia requiring surgical intervention occurred during a procedure in which the nrg transseptal needle was used. During the transseptal procedure, the physician hit a node on the right side of the heart resulting in severe bradycardia. The patient required pacing for approximately 5 minutes after which normal rhythm returned and the transseptal procedure was completed successfully. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for the nrg transseptal needle.